Event description:
The user facility reported via user facility medwatch report number mw5148516 that their tee (transesophageal echocardiogram) probes that had been reprocessed with revital-ox resert high level disinfectant had an unknown white residue substance around them after multiple days of being stored in a probe cabinet. No report of injury.

Manufacturer narrative:
The instructions for use packet lists storage instructions for revital-ox high level disinfectant. "Revital-ox resert high level disinfectant should be stored in its original sealed container at controlled room temperature 15 - 30°c (59 -86°f). Do not store in food processing areas. Store in dry, well-ventilated area away from chemicals, direct light, heat or open flame. Do not mix with other cleaning or disinfecting products. The expiration date of the revital-ox resert high level disinfectant is found on the immediate container." The report did not identify the name or location of the user facility of the device in question, therefore, additional information could not be obtained. To date, we have not been informed of this event directly from the user facility. The user facility is unknown. The device could not be returned; therefore, a root cause could not be determined. A follow-up report will be submitted should additional information become available. No additional issues have been reported.